Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer continued to use the pump for insulin therapy. There was no adverse I mpact to customer¿s blood glucose level.